Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the date of surgery. Latest preventive maintenance performed and confirmed system met specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-two successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about ten minutes and forty seconds before the start of the treatment and not immediately before the treatment. The surgeon interrupted the treatment once by releasing the laser pedal during side cut. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was one twenty-five micrometers that is thinner than the recommended flap thickness one thirty microns. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. Root cause is patient movement as described in initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that of flap was being made in the left eye of a patient during lasik surgery, due to patient movement and the raster pattern was significantly distorted (incomplete flap) and the surgeon was switched from lasik to photo refractive keratectomy procedure and treatment was completed on the same day.